Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited impedance measurements of 1553 ohms. At the next follow-up appointment, the impedance measurements were greater than 2000 ohms. All other measurements were appropriate. As a lead fracture was suspected, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was later received that during the revision procedure, the lead was found to be pulled tight with significant tension between the lead tip and the heart tissue. The lead was tested through the pacing system analyzer (psa) and impedance measurements were 1600 ohms. When tested through the device, the measurements were again greater than 2000 ohms. As a result, the device was made to explant the device. The lead was connected to the new device and measurements remained greater than 2000 ohms. Therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.